Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 106mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.